Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this device was implanted in (B)(6) 2010. The associated competitor right ventricular lead dislodged leading to multiple inappropriate shocks and syncope. The dislodgement positioned the lead at the valve, irritating the heart and double counting t and r waves. This patient is pacemaker dependent and pacing inhibition was observed due to torsades de pointes. The competitor lead was repositioned. Upon repositioning and reprogramming the device longevity improved substantially. Currently, this device remains implanted and in service. No additional patient effects reported.